Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The provided data showed that the main water pressure was exceeding operational specifications, the gear pump voltage was low, and the qc was failing high, indicating a systemic error. The leak from the basic wash tubing compromised the integrity of the washing cycle. The service actions of replacing the basic wash tubing and performing adjustments to the water pressure and the gear pump voltage resolved the issue. The instrument was performing within specifications. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with hdl-cholesterol gen.4 assay on a cobas pure c 303 analytical unit. Initial result: 3.25 mg/dl. The physician questioned the initial result and requested that the sample be repeated. On (B)(6) 2025: repeat result: 42.7 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The qc was acceptable. The field service engineer checked the instrument and identified that the basic wash tubing was punctured. He replaced the basic wash tubing and performed some adjustments. Precision studies were performed, and they were within specifications. The investigation is ongoing.